Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to seeing particles in the airpath. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an alleged issue related to the bipap device's sound abatement foam and that there was no report of patient harm or injury. The manufacturer received new information that stated the patient has esophageal cancer and kidney failure. The patient also stated they are unsure if this all came from using the defected device but suspects so. The medical intervention is not specified.